Manufacturer narrative:
The intraocular lenses (iol) were not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing records cannot be reviewed labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when using the preloaded insertion system, model pcb00, the haptics stick to the optics of the lens every so often. No patient injuries were reported. No further information was provided.